Event description:
This is filed to report incomplete coaptation and recurrent mitral regurgitation. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted there was a significant separation of the p2 and p3 scallops. Two clips were implanted, reducing mr to a grade of 1-2. On (B)(6) 2023, the patient returned to the hospital and imaging showed one of the implanted clips had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2023 an additional mitraclip was performed, and one clip was implanted, reducing mr to a grade of 3. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported mitral valve insufficiency/ regurgitation (recurrent mr) was due to the slda. The reported incomplete coaptation (periprocedure) associated with the slda appears to be due to challenging patient anatomy (significant separation of the p2 and p3 scallops). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.